Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, and the user performed a restart and a dry run without resolution before a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring device replacement. Investigation included a review of the reported alarm behavior and device performance based on user troubleshooting steps. Investigation of this case revealed a consecutive motor stall consistent with a stalled drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an internal device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.